Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii. Information contained in this report was previously submitted through [asr/psr/410psr] on [10/28/2013].

Event description:
Patient reported having experienced "hard knots or lumps surrounding the implant or in the armpit¿ (lump/nodule). Side was unspecified, this record represents the right side. Device has been explanted.